Manufacturer narrative:
An event of central regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Without serial/lot number, device history record cannot be reviewed. Based on available information, a cause for the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on an unknown date in 2015, a 23mm epic valve was implanted for severe aortic stenosis. On an unknown date, insufficiency was observed. On (B)(6) 2025, a 23mm navitor valve was selected for implant using a large flexnav delivery system and a small loading system. The navitor was intended to be implanted within the epic valve. However, the physician was unable to "crack the implanted valve." The navitor valve never made patient contact. The procedure was aborted. The patient was reported to be in stable condition.